Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the needleless valve of an unspecified quantity of one-link extension sets disconnected from the extension tubing; further described as ¿the nurse was preparing to start administrating medication and noticed the needle-free valve was already disconnected from the extension tubing¿. This occurred while connected to patients in the nicu (neonatal intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.